Event description:
Right ventricular (rv) lead exhibited high thresholds and rising impedance post generator change. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).